Manufacturer narrative:
(B)(4). Date sent: 7/30/2024 b3: exact event date unk, entered 1/1/2023 as only the year was provided. . An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: patient stated she has been having she also has been suffering from blisters. She is on otc allergy medicine as well as prescribed allergy medicine from her dr. She said the product was an endostapler and the allergies started directly after the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient undergo any testing for allergies? If so, what were the results? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a bariatric surgery patient experienced an allergic reaction, including skin itching and rash, approximately one month after the sleeve surgery.